Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six weeks post implantation that the patient developed a pocket infection. The implantable pulse generator (ipg) system was removed and a right ventricular (rv) lead has been implanted. The pocket infection was believed to be due to poor wound site care. No further patient complications have been reported as a result of this event.